Event description:
The customer reports that when starting the ventilator, smoke was generated while a continuous air flow was experienced. The ventilator was connected to a patient. There were no alarms according to the customer. There was no patient injury.